Manufacturer narrative:
Blocks b5, h6 (device codes) and h10 have been updated with the additional information received on september 23, 2021 and september 26, 2021. Block h6: medical device problem code a1502 captures the reportable event of stent first flange difficult to position. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 26, 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios placement procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, there was difficulty advancing the axios stent through the scope. The stent was fully deployed; however, the physician was unable to see the stent in the stomach wall. The side viewing scope was changed to a forward viewing egd scope for better visualization but the physician still was not able to see the stent. The patient was then transferred to the fluoroscopy room and the stent was not visualized under x-ray. Biopsy forceps were inserted through the scope, resistance was felt, and the stent was pushed out of the scope. The scope was exchanged and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on september 23, 2021 and september 26, 2021. The first flange of the stent was deployed in the cyst and the second flange was deployed in the scope. Fluid from the deployment site was suctioned using the scope and then the stent could no longer be visualized under endoscopic view or with x-ray. The scope was removed from the patient and the stent was pushed out of the scope using a biopsy forceps outside the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios placement procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, there was difficulty advancing the axios stent through the scope. The stent was fully deployed; however, the physician was unable to see the stent in the stomach wall. The side viewing scope was changed to a forward viewing egd scope for better visualization but the physician still was not able to see the stent. The patient was then transferred to the fluoroscopy room and the stent was not visualized under x-ray. Biopsy forceps were inserted through the scope, resistance was felt, and the stent was pushed out of the scope. The scope was exchanged and another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.